Manufacturer narrative:
The company clinical applications specialist (cas) reviewed the images and calculations. The fringe pattern showed fair patient fixation was observed with ¿5 on die¿ appearance with the light emitting diode (led) in the center of the fringe pattern. The purple circles showed evident uneven dispersion of debris. The yellow arrows had bubbles present. The yellow circle had a faint appearance of possible interfacing that could indicate mixed media. The focus camera yellow arrows showed the leds have a hazy appearance indicating potential over hydration. The wide field of view camera purple circles showed tear pooling. No pseudophakic captures were taken. The screen capture video playback did not show the surgeon use a tonometer to confirm the intraocular pressure (iop) and there were multiple incidents of flooding the cornea with balanced saline solution prior to capturing measurements. The cas reviewed this case with an in-house team and concluded there is no single objective contributor that has been identified for this refractive surprise. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in b.5., d.7. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the intraocular lens implant (iol) has been explanted and replaced with a monofocal iol because of decreased vision affecting ability to perform daily living activities.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an unexpected outcome post operatively after aberrometry assisted cataract surgery. Additional information has been requested.